Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: was the procedure minimally invasive or full thoracotomy? What is meant by ¿got jammed¿? Was the surgeon able to close the device? Were they able to initiate any of the firing strokes? Did the device staple and did the device cut? Could you please describe in more detail how was the device removed from the bronchus? How large of a section of the bronchus was removed? Was any additional medical or surgical intervention required? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? What is the current patient¿s status? Did the device have to be cut off of the bronchus? It was a complete thoracotomy impossible to open the clamp. The surgeon was able to close the device. Yes, they were able to initiate one of the staple firings. Yes, the device was stapled and cut. The bronchus was cut flush with the clamp and then sutured with thread. There was no additional medical or surgical intervention. The surgeon made several attempts to open the device, which were not successful. The jaws did not open. The patient is doing well. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the device got jammed during the stapling of the bronchus. A section of the bronchus was cut by a scalpel and then suture of the bronchus. There were no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 5/20/2022. D4: batch # 594a65. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with the knife was partially advanced and the firing trigger in opened position, the closing trigger and anvil in closed position. One gst45g reload loaded in the device. The reload was received partially fired 1/2 with damage on reload deck. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled and the anvil knife slot damaged. The damage to the knife and the reload is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 6/2/2022 additional information: it was a complete thoracotomy impossible to open the clamp. The surgeon was able to close the device. Yes, they were able to initiate one of the staple firings. Yes, the device was stapled and cut. The bronchus was cut flush with the clamp and then sutured with thread. There was no additional medical or surgical intervention. The surgeon made several attempts to open the device, which were not successful. The jaws did not open. The patient is doing well. The file was reviewed by a cross functional team including ethicon medical and based on the above information the recommendation was to downgrade the file from a serious injury to a malfunction as it was stated there was no medical or surgical intervention as the issue was addressed intraoperatively. It further stated that there was no patient consequence, and the patient is doing well. Manual decision tree was run, and it is now considered an FDA reportable malfunction. If additional information is received, the file will be updated accordingly. B1 h1